Event description:
It was reported that approximately 1 to 1-1/2 hours post procedure the patient suffered a major hemorrhagic stroke. The patient had two acculink stents implanted. The impression of the critical care physician was "coma due to massive and terminal intracranial hemorrhage with herniation and mass effect. The etiology is most likely a hypertensive bleed associated with heparin and the increased flow after the stent." The patient subsequently died.